Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis (dka) on (B)(6) 2025. It was reported that the patient's blood glucose level was elevated and ketone level was 3.8 mmol/l. Reported symptoms include elevated blood glucose and ketones, and mild confusion. The patient was treated with manual injection of insulin, IV saline drip, potassium, and magnesium. The pod was removed at the hospital. The patient was released on (B)(6) 2025. The patient subsequently resumed treatment with omnipod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.